Manufacturer narrative:
A review of the complaint / ufr data indicates that the blanket was leaking. Initial evaluation of the csz 874 maxi-therm lite blanket confirmed a leak in the blanket. Csz is investigating the blanket for the root cause and possible follow up actions. As soon as the investigation is completed a supplemental MDR will be submitted to the FDA.

Event description:
Blanket was used to provide hypothermia therapy; water circulates through a cooling blanket at a set temperature. The blanket leaked water all over the bed and the pt. The blanket was changed out and therapy was interrupted briefly. No obvious items contributed to the leak. One blanket leaked 24 hours after starting therapy, and the other after 40 hours. What was the original intended procedure: hypothermia therapy for 72 hours. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."